Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's device wasn't working and the healthcare provider (hcp) wanted the patient to call and have a manufacturer's representative come to discuss options for device replacement. The patient stated that their ins battery died a while ago and that it didn't last as long as it was supposed to. It was reviewed that the patient's battery was rechargeable. They were able to charge the ins but it would not hold a charge and would deplete quickly. The last time they tried to charge their ins their hip got really hot and they confirmed that it was hot inside the pocket site. There were no falls or trauma related to this issue. The patient was told to follow up with their hcp regarding possible device replacement. No further complications reported.